Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-oct-2020. The most recent information was received on 23-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), renal pain ("kidney pain"), asthenia ("debility"), vaginal cyst ("vaginal cysts"), constipation ("constipation"), abdominal distension ("bloating"), dry skin ("dry skin"), visual impairment ("visual impairment"), neck pain ("neck pain"), loose tooth ("loose teeth") and nephrolithiasis ("kidney stones"). At the time of the report, the menorrhagia, renal pain, asthenia, vaginal cyst, constipation, abdominal distension, dry skin, visual impairment, neck pain, loose tooth and nephrolithiasis outcome was unknown. The reporter considered abdominal distension, asthenia, constipation, dry skin, loose tooth, menorrhagia, neck pain, nephrolithiasis, renal pain, vaginal cyst and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), renal pain ("kidney pain"), asthenia ("debility"), vaginal cyst ("vaginal cysts"), constipation ("constipation"), abdominal distension ("bloating"), dry skin ("dry skin"), visual impairment ("visual impairment"), neck pain ("neck pain"), loose tooth ("loose teeth") and nephrolithiasis ("kidney stones"). At the time of the report, the menorrhagia, renal pain, asthenia, vaginal cyst, constipation, abdominal distension, dry skin, visual impairment, neck pain, loose tooth and nephrolithiasis outcome was unknown. The reporter considered abdominal distension, asthenia, constipation, dry skin, loose tooth, menorrhagia, neck pain, nephrolithiasis, renal pain, vaginal cyst and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.